Event description:
It was reported that the patient was charging more frequently the Implantable Pulse Generator (IPG) and wanted access to MRI. The patient underwent an Implantable Pulse Generator (IPG) replacement procedure, was doing well postoperatively and the explanted device will not be returned because it was not released by the hospital.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred three months prior to the date the manufacturer became aware.